Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was in the proximal anterior descending artery (lad). The physician attempted to reach the lesion with a taxus express2 3.5 x 20 mm drug eluting stent. However, started to noticed stent damage. Consequently, the stent was removed from the pt's body. The procedure was successfully completed with another taxus express2 3.5 x 20 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".